Manufacturer narrative:
(B)(4).

Event description:
A facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced glares/halos. At a later date, the lens was explanted, the problem was resolved. Cause of the event was reported as unknown. Work order search found no similar complaint types.

Manufacturer narrative:
E1 (B)(6). E2: yes. E3: physician. H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim (B)(4)